Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used sensor and performed bicarbonate buffer test per (B)(4). Sensor failed per specification due to low readings.

Event description:
Customer called to report repeated sensor error alarms. Customer's blood glucose reading was 101 mg/dl. Nothing further reported.